Manufacturer narrative:
H.6. Investigation summary: one mz1000 sample was received for investigation without packaging. The sample was received connected through the female luer to a termo gravity set with residual fluid in the line (appendix 1). A visual inspection of the mz1000 device identified three cracks around the female luer adaptor (appendix 2 and 3). A water flush performed with a bd plastipak syringe from retained stock confirmed the customer's experience as leakage was identified from the observed cracks. The male luer taper of the extension set received could not be measured due to not having the measuring instrument. Root cause analysis: tj: here¿s the DHR for the involved lot number: pr, lot, model, qty, qn/deviation, mfg date: (B)(4), 19085331, mz1000, (B)(4), none, 14-aug-19. Dfu: change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations. Investigation conclusion: the details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19085331 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Previous investigations into complaints of this nature could not identify a definitive root cause for cracks to the luer of the maxzero; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. In this instance the customer confirmed the affected samples was used continuously for more than 15 days. Please note the directions for use of the mz1000 device states ¿change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations".

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the reported feedback suggests that there was a leakage. On (B)(6), mz was replaced for periodical replace. On (B)(6), the customer found leakage between mz and infusion set. Then infusion set was replaced though the leakage found again. Then mz was replaced too. Then no leakage found. No health hazard to patient was reported. This event is not reportable in japan. Actual sample will be returned for evaluation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: the reported feedback suggests that there was a leakage. On 3rd june, mz was replaced for periodical replace. On 19th june, the customer found leakage between mz and infusion set. Then infusion set was replaced though the leakage found again. Then mz was replaced too. Then no leakage found. No health hazard to patient was reported. This event is not reportable in (B)(6). Actual sample will be returned for evaluation.